Event description:
I had to continuous issues with my mini med 780 g. I would go so it would require help from family. I had one instance on (B)(6) 2025 that I was not able to get my blood sugar back up. I was in a car we pulled over and called an ambulance. I reported these issues to medtronic many times over the six-month course of which I was on the 780 g. Per my endocrinologist I stopped use of my medtronic pump due to extreme lows and extreme highs that were not experienced with past insulin pump uses of different brands.